Manufacturer narrative:
One device was received for evaluation. Functional testing was able to confirm the reported problem. The motor was replaced to address the issue. The worn-out worm gear set, and bad battery were also replaced. The device then passed all functional testing. The service history review had no indication that the complaint was related to a service of the device within the review period.

Manufacturer narrative:
B3: event date unknown. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the pump displays a motor rate error alarm. No other information provided. Patient involvement is unknown.